Manufacturer narrative:
Based on the information provided we are unable to determine to what extent if any, the xenmatrix graft may have caused or contributed to the events as alleged. Multiple attempts have been made to contact the reporter, to date we have not received a response. The information provided is limited to the maude event report; at this time no conclusion can be made. The information provided did not include a lot number, without this information a review of the manufacturing records is not possible. Fistula formation is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event number (mw5077890): on (B)(6) 2011, the patient was implanted with a davol xenmatrix graft and "since the implantation, patient has been experiencing abdominal pain and has developed fistulates."